Event description:
During an electrosurgical procedure, a grounding plate was used. Upon removing the plate after this procedure, skin was removed with the plate from the pt in two areas. A precise measurement of the size of these two areas was not available. From photos provided, the maximum sizes were estimated to have been 1 and 5 square cm. The injuries were treated by covering then with band aids only. The pt has been described as adipose, the skin condition is "rather dry".

Manufacturer narrative:
Retained samples of the same lot were tested electrically, thermically and mechanically (adhesive strength). The samples were found to perform within limits, no faultsk could be detected. As the pt was reported to have a known allergy against "brown band aids" it is possible that an allergic reaction occurred against the adhesive of the foam carrier of the plate. The adhesive of the foam carrier is similar to the adhesive used on band aids. The location of the injuries relative to the plate used and the position of its components indicate that the injuries did not occur where the gel had touched the skin, but where the foam carrier had. We, therefore, conclude that the injuries had most likely been caused by an allergic reaction against the adhesive of the foam carrier, probably with some blisters forming. As a consequence areas of skin thus weakened might have been removed along with the plate. The adhesive of the foam carrier is biocompatible according to iso 10993-1, specifically non-cytotoxic, non-irritating and non-sensitizing. Test reports to this extent are on file.